Event description:
It was reported that during the treatment of a wide neck aneurysm using stryker balloon for coil assist, the final coil was placed and appeared to be stable. The balloon was re-inflated to remove the microcatheter. Upon this attempt, the balloon ruptured. The final coil was dislodged when the balloon ruptured and migrated distally. The coil was not able to be removed. The patient recovered without any neuro deficit.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the coil remains within the patient and the delivery pusher was discarded. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.